Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, lactation disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian/hispanic female patient underwent a primary breast augmentation with two unspecified 300cc mentor smooth saline implants and suffered several unexplained systemic symptoms, including headaches (2012), anxiety(2012), hormonal imbalances, lactation without being pregnant and without any medications, weight gain (2015), prolactinoma, multiple sclerosis ((B)(6) 2018), fatigue, memory impairment, and cognitive impairment. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2011 based on available information. This report is for the left-sided prosthesis.